Manufacturer narrative:
Block e1 (initial reporter address 1: (B)(6). Block e1 (initial reporter address 2: (B)(6). Medical device problem code a050501 captures the reportable event of bands unable to deploy. Medical device problem code a150103 captures the reportable event of bands premature deployment. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the handle assembly was returned with the device. The ligator head was not returned. It was noted that the trip wire was completely rolled in the handle assembly indicating the knob was initially rotated. Additionally, the trip wire was not secured in the handle slot. Visual evidence suggested that the slack on the trip wire was not removed during the device. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle assembly, nor did the handle have evidence that the trip wire was previously secured. Additionally, the slack was no removed from the trip wire correctly. Failure to follow these steps could have caused the trip wire to slip through the handle assembly during deployment and cause an inaccurate deployment of bands. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2021. During the procedure, the physician deployed the device three times; however, the coil could not be deployed. During the fourth deployment, the four coils were deployed at once. It was reported that there were traces that the coil was broken by the wire. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reporte to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the physician deployed the device three times; however, the coil could not be deployed. During the fourth deployment, the four coils were deployed at once. It was reported that there were traces that the coil was broken by the wire. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.